Event description:
The customer reported that the system was unable to performed fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
The customer canceled the service call.